Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(6) alleging the onetouch verio pro meter was displaying an error 5 message. There is no indication that the subject meter caused or contributed to an adverse event. Replacement products were sent to the patient. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the cca.